Event description:
It was reported that bd facscanto¿ ii flow cytometer was leaking biohazard that was not contained in the instrument. The following information was provided by the initial reporter: " liquid had leaked. 1. Was the leak fluid or air? - fluid 2. Was the leak contained within the instrument? ¿ not contained 3. Was there spray of fluid under pressure? - no 4. What was the fluid that leaked? - biohazard 5. Did biohazard leak before or after waste line? - after 6. Was the waste mixed with decontamination or bleach? - no 7. Was the customer/bd personnel physically in contact with the fluid? - I wore gloves, lab coat and safety glasses when I cleaned the clogged sample needle. I had no contact with the liquid. But the canto did have contact. The liquid also flowed behind the hts in places I can't get to for drying. I think the metal will rust there. I didn't wear any nose-mouth guards, but I consider the risk to be very low. 8. Which part of the body was in contact to the fluid? - hands were protected by gloves. 9. What personal protective equipment (ppe) was being worn? - see 7. 10. Was there any impact to patient samples due to leak? - one plate could not be measured because of the clogging. In addition, 4h of work on my part to rinse the device and unclog the sample needle. This is the actual damage incurred. 11. Was customer harmed/injured? - no".

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported a complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10dec2020 to date 10dec2021. Complaint trend: there are 20 complaints related to the issue of a leakage of biohazard not contained within the instrument. Date range from 10dec2020 to date 10dec2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a clog in the sample needle. The customer had initially reported the erroneous results and explained that tightening the adapter, running long cleans, and replacing the needle o-ring did not resolve the issue. The tsr (technical service representative) assisting the customer explained that there was a blockage within the needle and the pressure build up from the hts due to the clog could lead to pump errors and pushing couplers out of place. They recommended removing the blockage using a syringe and hose or cleaning wire. Later, the customer reported that they were able to clear the clog using cleaning wire and facsclean could run through the needle with no issue. No parts were requested for evaluation as there were no parts replaced. After clearing the clog, the instrument was reported to be functioning as expected. Although the leakage was of a biohazardous material, the customer confirmed that they were wearing proper ppe including gloves, a lab coat, and safety glasses and did not come in direct contact with the leaked fluid. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. No one was harmed during this incident, but the customer reported that the leakage may have gone inside the instrument in a space that was not able to be cleaned. This instrument was not being used for clinical diagnoses and thus had no impact on any patients. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 23apr2009. Defective part number: n/a. Work order notes: o subject / reported: hts o problem description: mail 10.12.2021 - 10:31 h from (B)(4): on tuesday I measured 3 plates via hts. From the 4th record the canto no longer detected any events. I assumed the hts was blocked. I ran 3 wells facs clean, but again no events were detected. Then I saw that the hts adapter no longer holds on to the sample needle and liquid had escaped. Tightening the adapter didn't help. As soon as another well had run, liquid leaked again and the hts adapter was screwed on tightly, but hung loosely on the sample needle again. The liquid pushed the adapter away? On thursday I did a long clean, several hts prime with hot water and sit flushes (without hts adapter). I changed the hts adapter (brown piece) and the sealing ring on top of the sample needle. None of that helped. Liquid emerges at the top of the sample needle through a small hole in the metal needle and no events are visible. The wet cart is switched on and the pressure display shows 50 (bar?). Since I can't get any further with the trouble shooting instructions, I would need a technician on monday, december 13th, 2021, who could look at the problem in wkl-681.3.23. (B)(4) is our responsible technician. The canto has to work again by wednesday morning, december 15th, 21st, as the next measurements are planned from then on. O work performed: the customer cleaned the sample needle with the cleaning wire and let facsclean through. That cleared the clog in the needle. O cause: rk wf mail fr djordjevic hts / canto constipation o solution: n/a returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o item: 12. Sample introduction tube o function: 12.1 retain tube until manually removed o potential failure mode: 12.1.1 tube pops off o potential effect(s) of failure: 12.1.1.1 biohazard spill o potential cause(s) / mechanism(s) of failure: 12.1.1.1.1 tube seated improperly, tube pressure set too high, or old bal seal does not seal adequately o current controls: user observation o recommended actions: 1. Lower pressure when not acquiring2. Service provides spare bal seal to customer, and instructions to replace when any pressure loss is observed o responsible party: (B)(4) o target completion date: 5/1/2006 o actions taken: 1. Refer to canto ii sample load and unload workflow document, in clearcase2. Bd facscanto ii IFU (640773) - chapter 11; bd facscanto ii flow cytometer reference manual (640806) - chapter 4 o sev: 9 o occ: 4 o det: 2 o rpn: 72 o item: 1. Plenum - including float o function: 1.1 fluid reserve to minimize fluctuations within the fluidics o potential failure mode: 1.1.1 fluidics fluctuate o potential effect(s) of failure: 1.1.1.4 flow not steady - too low. Flow rate changes. Inaccurate results. O potential cause(s) / mechanism(s) of failure: clogged orifice o current controls: 1. Clean cycle. 2. Maintenance o recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 9 o occ: 1 o det: 6 o rpn: 54 mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog within the sample needle. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog within the sample needle. The customer noticed that the instrument was not detecting events and assumed that the hts was clogged. They attempted to clear the blockage by running facsclean through the system, tightening the adapter, running long cleans, and replacing the hts adapter and o-ring with no success. The assisting tsr suggested the customer clear the clog using a syringe and hose or cleaning wire, and the customer later reported that they were able to clear it using the cleaning wire. The instrument was then confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii flow cytometer was leaking biohazard that was not contained in the instrument. The following information was provided by the initial reporter: " liquid had leaked. Was the leak fluid or air? - fluid. Was the leak contained within the instrument? ¿ not contained. Was there spray of fluid under pressure? - no. What was the fluid that leaked? - biohazard. Did biohazard leak before or after waste line? - after. Was the waste mixed with decontamination or bleach? - no. Was the customer/bd personnel physically in contact with the fluid? - I wore gloves, lab coat and safety glasses when I cleaned the clogged sample needle. I had no contact with the liquid. But the canto did have contact. The liquid also flowed behind the hts in places I can't get to for drying. I think the metal will rust there. I didn't wear any nose-mouth guards, but I consider the risk to be very low. Which part of the body was in contact to the fluid? - hands were protected by gloves. What personal protective equipment (ppe) was being worn? Was there any impact to patient samples due to leak? - one plate could not be measured because of the clogging. In addition, 4h of work on my part to rinse the device and unclog the sample needle. This is the actual damage incurred. Was customer harmed/injured? - no".